Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-01433. It was reported that one of the patient's leads had migrated. In turn, the patient underwent surgical intervention to address the issue. During the procedure, the doctor was unable to position the lead in a location they were satisfied with. As a result, the doctor decided to explant and replace both of the patient's leads. Note: both of the patient's leads are being coded for migration because it's unknown which device had migrated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2020-01433.